Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hempro tissue welder would not activate during ligation. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the jaws were burnt. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test; it did not generate any steams or heat. Based upon this, the reported failure "device would not activate" is confirmed. A device lot history review was performed and there were no non-conformities that could have attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).